Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, loosening and metallosis. The product was explanted on (B)(6) 2013 and an antibiotic spacer was placed in. Update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, medical records report pain, radiographs are reported to show femoral stem loosening and frank pus was drained from the hip on (B)(6) 2013. The patient was revised (B)(6) 2013 to address infection 4 years after implantation. The femoral stem was found to be grossly loose. Metal ion levels provided were at reportable levels. Adding stem due to elevated ion levels. The complaint was updated on: 02/28/2017.

Manufacturer narrative:
(B)(4).